Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an increase in short interval counts (sic) since device changeout. Explant of the lead is planned. No patient complications have been reported as a result of this event.